Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510k #k053529.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultra2 meter has a cracked display. The patient uses oral medication to manage his diabetes. The cracked display issue began on (B)(6) 2010. The patient did not make any alteration to his diabetes managed as a result of the product issue. However, the patient allegedly developed symptom of "shaky" two days after the product issue began. There was no allegation of medical treatment for severe hypoglycemia or hyperglycemia. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the customer care advocate noted that there was no product misuse. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he developed symptom that can be associated with hypoglycemia due to the display issue.